Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6) hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation for a fracture of the distal part of the thigh bone with the products in question. This is a report that the polymer inlays built into the nails in question were not placed in the optimal position. The surgeon attempted to place it in the optimal position but gave up because it would not move. He decided to add reaming, resulting in a one-size larger nail, and the surgery was completed successfully with a 30-minute delay. The patient status was reported to be stable. This report involves one rfna/9mm/340mm 5 degree bend/sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: manufacturing location: monument manufacturing date: 26-jan-2022. Expiration date: unknown. Part number: 04.233.934s, 9mm/rfn/340mm/ 5 degree ang/poly inlay/sterile. Lot number: 553p606 (sterile). Lot quantity: (B)(4). This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.233.124.2y, poly inlay retrograde femoral. Lot number: 515p126. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the proximal poly inlay of the retrograde fem nail advanced ø9 l340 5° was received in assemble condition and was noted not aligned with the edges of the device. In addition, the device was observed with some residues that appears to be results of attempt to implantation. No other issues were identified. A dimensional inspection and interactional test for the retrograde fem nail advanced ø9 l340 5° was unable to be performed due to proximal inlay cannot be removed from the nail, the inlay was stuck into the nail. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the proximal inlay of the retrograde fem nail advanced ø9 l340 5° would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.